Manufacturer narrative:
Exact date unknown, event occurred a week ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer able to work as intended. The patient underwent an ipg replacement procedure wherein a rechargeable ipg was implanted. The patient was doing well postoperatively, and the explanted ipg was discarded by the medical facility.